Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Struggled to remove tampons, retained [foreign body in reproductive tract]. Tampon strings fell off [device breakage]. Struggled to remove tampons [complication of device removal]. Case description: consumer reported via e-mail that tampon strings fell off. No serious injury reported.